Manufacturer narrative:
H6: investigation summary to aid in the investigation of these issues, two (2) pictures were provided for evaluation by our quality team. Through examination of the pictures, no signs of damage to the tip of the catheter were observed. If the physical sample was available for return, further analysis would be possible. A device history record review was completed for provided material number 38831414 and lot number 2145968. The review did reveal a detected non-conformance related to the cannula tip, which could have contributed to this reported incident. A quality notification for blunt cannula tip was issued and corrective maintenance was performed to resolve the issue. Although the picture samples did not display the product defect, based on the production history records, we believe that this incident was most likely related to the detected non-conformance during production. H3 other text : see h10.

Event description:
It was reported that while using the bd insyte¿ autoguard¿ shielded IV catheter the patient experienced extravasation." The following information was provided by the initial reporter, translated from spanish: a 57-year-old female patient who was admitted as a vital emergency due to sepsis of biliary origin who was trying to achieve venous access when passing the needle of the branula was difficult due to loss of edge, causing extravasation of the vein. Effects caused or outcome in the patient by the presence of the event: multiple puncture no medication administration was required due to what occurred; patient who is in an intermediate care unit under strict follow-up due to his diagnosis of pancreatitis; hemodynamically stable, without the need for vasoactive support. Cardiovascular asymptomatic remains without signs of low output in sinus rhythm. Partially modulates the systemic inflammatory response in extended antimicrobial coverage while awaiting culture reports.

Event description:
It was reported that while using the bd insyte¿ autoguard¿ shielded IV catheter the patient experienced extravasation." The following information was provided by the initial reporter, translated from spanish: a 57-year-old female patient who was admitted as a vital emergency due to sepsis of biliary origin who was trying to achieve venous access when passing the needle of the branula was difficult due to loss of edge, causing extravasation of the vein. Effects caused or outcome in the patient by the presence of the event: multiple puncture no medication administration was required due to what occurred; patient who is in an intermediate care unit under strict follow-up due to his diagnosis of pancreatitis; hemodynamically stable, without the need for vasoactive support. Cardiovascular asymptomatic remains without signs of low output in sinus rhythm. Partially modulates the systemic inflammatory response in extended antimicrobial coverage while awaiting culture reports.

Manufacturer narrative:
A.2. Date of birth: patient¿s birthday was not provided, (B)(6) 1966 was used based on age of patient. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Correction: cancel MDR. During a historical review of complaints, it was discovered that this MDR was not indicated. A dull needle is not MDR reportable. Extravasation is not a serious injury. The customer indicates that ¿no medication administration was required due to what occurred¿ and ¿effects caused or outcome in the patient by the presence of the event: multiple puncture¿.